Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 14, 2017. (B)(4). Visual inspection of the returned sample confirmed the damage to the non-vented cap on the pigtail/quick disconnect line off of the oxygenator. All oxygenators are 100% visually inspected at several points in the production process. The packaging of the product also ensures protection against damage to the product. It is likely that the cap was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). (B)(4). Conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during out of box, broken components were observed. There was no patient involvement.